Manufacturer narrative:
(B)(4). Batch # r57c3a. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the cartridge forks and cartridge deck damaged as if it was clamped over a hard object, with the proximal 7 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position. The damage on the cartridge forks is consisted with an improper loading technique. No functional test could be performed with it due to the condition of the device. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gastrectomy procedure, could not return firing knob. During the radical gastrectomy for gastric cancer, pulled the firing knob to full distal end, but could not return back. Damaged the knob to open the device. All the pieces would be returned. The cut line and staple line are both good. There were no adverse consequences to the patient.